Event description:
It was reported that the lens was removed from the patient's left eye due to inflammation post iol implant. Treatment included antibiotics and anterior chamber irrigation. Additional information has been requested, but has not been received. Reference MDR# 1119279-2014-00236 for the patient's right eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.